Manufacturer narrative:
H.6. Investigation: one sample (model #2420-0007) was returned from the customer. It was reported that the medication infused in 72 minutes than 6 hours. The set was examined for defects and abnormalities. No defects or abnormalities were observed. The set was primed, and then infused with the pump dchu-0010 and pump module dchu-0016 at 16.7 ml / hr for 1 hour. The water was flowed into an empty beaker. After 1 hour there was about just under 17 m/l of water. Fluid was flowing normally. The failure could not be replicated, and the complaint could not be verified. A device history record review for model 2420-0007 lot number 21025706 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A root cause was unable to be determined because the failure was unable to be replicated. A complaint history check was performed and this is the 1st related complaint reported with the defect/condition of flow issues - accuracy with lot #21025706 regarding item #2420-0007.

Event description:
It was reported that as lvp 20d 2ss cv had flow issues. The following information was provided by the initial reporter: material #: 2420-0007 batch/lot #: 21025706. It was reported that the medication infused in 72 minutes than 6 hours. Verbatim: we would like to report a product malfunction and request shipping labels for return to bd. Here are the details: (B)(4). Event: toradol infused in 72 minutes rather than 6 hours. Infusion was programmed at a rate of 16.7 ml/h at 1048, the bag was noted to be empty by the rn when returning at 1200. Even accounting for 28 ml of fluid in the primary tubing for priming, the infusion should not have completed for another 4 hours. What was the date and time of event? (B)(6) 2021 @ 1048-1200. Did this event occur during patient use? Yes. Are you able to provide the serial numbers of the devices involved? Yes. Are you able to send the devices in for investigation? Yes. Are you able to send the tubing involved in for investigation? Yes. Medication involved: toradol. Size of container: 100 ml. Was there any harm to the patient? No detectible harm.

Manufacturer narrative:
Date of birth: unknown. The patient¿s age was used to determine a placeholder date for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that as lvp 20d 2ss cv had flow issues. The following information was provided by the initial reporter: material #: 2420-0007 batch/lot #: 21025706. It was reported that the medication infused in 72 minutes than 6 hours. Verbatim: we would like to report a product malfunction and request shipping labels for return to bd. Here are the details: rl 275649 event: toradol infused in 72 minutes rather than 6 hours. Infusion was programmed at a rate of 16.7 ml/h at 1048, the bag was noted to be empty by the rn when returning at 1200. Even accounting for 28 ml of fluid in the primary tubing for priming, the infusion should not have completed for another 4 hours. What was the date and time of event? (B)(6) 2021 @ 1048-1200. Did this event occur during patient use? Yes. Are you able to provide the serial numbers of the devices involved? Yes. Are you able to send the devices in for investigation? Yes. Are you able to send the tubing involved in for investigation? Yes. Medication involved: toradol. Size of container: 100 ml. Was there any harm to the patient? No detectible harm.